Event description:
Patient was undergoing complex recanalization/thrombolysis catheter placement for a thrombosed left lower extremity fem-pop. In the process of accessing a tight channel in order to place the catheter, a portion of the v18 microwire tip sheared off the needle and was retained within a branch of the patient's profundal artery. Likely will have minimal effect on patient's care as he was able to get a bypass in the following days upon a presumed different/larger profundal branch. However effect upon patient's status is not entirely determined at this time.